Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33200. It was reported that patient's leads migrated after a fall. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. During the procedure, there was compression in the patient's spinal cord (manufacturer report number: 1627487-2020-48801).